Event description:
It was reported that during use, when the patient arrived home from the clinic, the pump exhibited an alarm for air in line. Troubleshooting was performed but the alarm persisted. The pump was powered off. Per the reporter, there was no patient harm or adverse event.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, cracked battery compartment, a scratched lens, and a worn uso. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.